Event description:
Reportedly, the patient developed bronchial spasm, blue rash, hypotension following 5 ml sq dose of lymphazurin dye. The symptoms resolved after the administration of diphenhydramine. No patient injury reported.